Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced high blood glucose and customer was in hospital and was unable to leave until blood glucose are back in control. Customer¿s blood glucose was over 600 mg/dl, 454 mg/dl, 157 mg/dl, 400 mg/dl. The customer reported that they had received the insulin flow blocked alarm. The customer had experienced the symptoms such as vomiting. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.